Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump had been fully charged prior to the issue. The customer's blood glucose level was 144 mg/dl. The customer connected the pump to a power source, and the pump turned on. Subsequently, the pump was noted to be unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.